Event description:
It was reported that the device could not be interrogated. Explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The complaint of failure to interrogate was confirmed. The device was received with no telemetry and the battery voltage was at end of life (eol.) No further analysis could be performed due to device being damaged before analysis. A longevity assessment was performed and device met its projected longevity.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.